Event description:
The customer called to report that pt was hospitalized for dka. It was stated that the customer was admitted for high bgs and chest pains. It was stated that the doctor was unsure of the diagnosis and it may have to do with the mowing and raking over the weekend. The customer was disconnected from the pump and ran the test. The insulin was not exiting. Then the customer changed the entire set. The pump "rimed" successfully.